Event description:
It was reported that the customer experienced a malfunction with their pump, receiving error message 16-0x20e6. There was no information provided regarding any impact on the customer's blood glucose level. The customer will receive replacement pump.